Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. There was evidence of corrosion found inside the battery compartment. The returned battery cap was undamaged and was able to fit securely. The pump failed to power on. No further testing was able to be performed due to no power. The pump¿s cover was removed and moisture damage was observed on the power printed circuit board. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.